Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was noted that the patient's trial started on (B)(6) 2022. It was reported that the patient believes the lead may have moved because they are not seeing the same improvement they originally saw on the right lead.

Manufacturer narrative:
Product ID 306001 lot# unknown serial# implanted: (B)(6) 2022 explanted: product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.